Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced reservoir unable to lock into place, retainer ring damage, damage (physical or cosmetic), DHR requested - other reasons. The customer reported hyperglycemia with blood glucose value of 550 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: pump is damaged document treatment for high bg: manual insulin injection. The event involved product(s) mmt-1880, unomedical, mmt-332a. Trouble shooting was performed and customer reported high bgs. Customer reported physical damage to the retainer ring on the pump. Reservoir is unable to lock into place. It was unknown whether the pump was used with in 48 hours or not and it was unknown whether the automode feature was active or not. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a.